Event description:
A customer expressed dissatisfaction with the current insulin pump battery performance. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.